Event description:
It was reported the patient experienced difficulty breathing following the implant procedure. The patient was stabilized and hospitalized 24 hours for observation. Reportedly this issue resolved without further intervention.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.